Event description:
Country of complaint: (B)(6). During the final tightening , the first set screw could be tightened properly, but the problem occurred at the second screw tightening. When the surgeon tried to tighten the set screw, the torque handle ran idle even though the torque was not applied to 10n. According to the surgeon, he heard the sound of a crack. Finally, he used different instruments to tighten the screw, and the operation was completed. When the customer checked the product visually after the surgery, he found that the inside of the working end was broken.

Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Manufacturing site evaluation: welding seam is broken, due to mechanical overload. No material or product deviation found.